Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was noise seen on a ventricular fibrillation episode on (B)(6) 2010 that was short duration and then stopped.

Event description:
It was reported that the patient was sitting in a chair and received a shock. There was a question as to whether there was some kind of electromagnetic interference (emi). The patient did not recall being near any electrical items during the time of the emi and shock. There was no further oversensing since the shock on (B)(6), but the patient stated she has had "shocks" while in the shower. The device remains in use. No patient complications have been reported as a result of this event.